Event description:
It was reported that the speaker had error. No patient injury was reported.

Manufacturer narrative:
Customer reported that there was a speaker error. Tamper seals were broken on plunger assembly, the device was cracked on both plunger cases. Performed power up, primary audible alarm post error, ehl attached to complaint for reference. Unable to determine who cause the problem. Replaced speaker for preventive measure. Performed pm maintenance and all functional testing.